Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an impella 2.5 for mechanical circulatory support. During support, it was reported that the patient went into ventricular tachycardia, was resuscitated twice, then went into atrial fibrillation. Additionally, an x-ray was performed and showed the motor current was flat. It was confirmed that the catheter was not in the left ventricle. The physician decided to explant the device. The patient survived the procedure, no report of harm or injury.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.